Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a peritoneal dialysis catheter was implanted on (B)(6) 2021, and on (B)(6) 2021 a small hole was identified outside the catheter near the transfer set. The catheter was trimmed to remove the small hole and was then reinserted. Antibiotics were administered for 48 hours as standard precautions warranted. The patient tolerated the procedure well. No additional consequences to report.